Event description:
It was reported that the cartridge was not fitting properly on the pump, which was due to an o-ring on the pneumatic tap area. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was instructed by technical support to remove the case from the pump, clean the pneumatic tap area, and successfully reload the original cartridge, allowing the customer to resume insulin therapy effectively.